Event description:
The customer observed a false positive alinity I anti-hbs result for one sample. The following results were provided: (reference range: <10 miu/ml) result = 635 miu/ml, elisa = negative, yhlo platform = positive additional information provided: surface antigen, e antibody, and core antibody all positive (no specific results provided). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.this report is being filed on an international product, list number 07p89 that has a similar product distributed in the us, list number 07p88, anti-hbs, with PMA number p050051.